Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the snare loop detached. The reported complaint was confirmed. The root cause for this complaint was determined to be manufacturing. An investigation has been completed to address this event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare loop became detached. The procedure was completed with another captivator ii snare. There were no patient complications at the conclusion of this procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a captivator ii-10 mm round stiff snare was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare loop became detached. The procedure was completed with another captivator ii snare. There were no patient complications at the conclusion of this procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.